Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and analysed and the reported difficulty/inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to translate the gripper line during removability testing in this incident could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the delivery catheter (dc) shaft, leading to the observed herniation of the coil. Subsequently, the inability to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural interaction) in conjunction with the herniation in the lumen coil. This is supported by the reported information that the gripper line was able to be removed post-procedure on bench with no curves applied to the device. The aggregations of forces due to patient anatomy, curves on the system and herniated coils can contribute to the reported difficulty; however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the gripper line could not be removed, and if were to reoccur, has the potential of gripper line breakage and a portion of the line being left in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets. After the leaflets were grasped, the gripper line cap was removed. The gripper line was then attempted to be flossed but the line did not move. The clip was opened and the grippers were cycled. The clip was closed and the gripper line was attempted to be flossed again but would not move. The cds was removed and replaced. A new cds was used without issue. Two clips were implanted, reducing the mr to 1, with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. After the procedure, the physician was testing the device and removed the gripper line and lock line without issue. No additional information was provided.